Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed bicarbonate buffer test per (B)(4). Sensor failed for low readings.

Event description:
Customer requested assistance with sensor as sensor continued to go back to weak signal phase. Customer's blood gluocse was 48 mg/dl. Assistance was provided. No further information provided.